Manufacturer narrative:
(B)(4). Device evaluation: the product analysis lab evaluated the device. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) event that was discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain due to false empty detect and use error as the initial drain alarm setting was inappropriately programmed too low. The device will be routed to the service area. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The lay user/patient contacted lifescan alleging the meter was locked. The issue was not resolved with troubleshooting. There were no known allegations of harm or injury.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 4915 ml. The fill volume was 3000 ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she is not sure if the patient ever reported any symptoms of overfill. The nurse stated that the patient resumed therapy after this event, however, the patient is no longer on peritoneal dialysis therapy anymore. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.